Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the power switch. As a result, the power switch and downstream occlusion sensor, bezel, and seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not turn on. Another pump was used. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was patient involvement, no patient injury was reported.